Event description:
It was reported that the patient was experiencing burning sensation while charging and left a red mark over the implant site. The patient underwent a procedure wherein the ipg and leads were explanted. The explanted device components were discarded and will not be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8216500. Model: sc-8216-50. Serial: (B)(4). Batch: 7051561.